Event description:
A malfunction was reported on the customer's pump. The customer could not confirm the fault ID because the pump shut down. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.